Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast fix t2 was deployed simultaneously after t1 was implanted. Both implants were removed from the patient with tweezers. Surgery was resumed after a non-significant delay, with a smith and nephew back-up device. No further complications were reported.

Event description:
It was reported that, during a meniscus repair surgery, the ultra fast fix t2 was deployed simultaneously after t1 was implanted. Both implants were removed from the patient with tweezers. Surgery was resumed after a non-significant delay, with a smith and nephew back-up device. No further complications were reported. Results of investigation found the distal tip of the needle was bent and then broken off at the weld joint

Manufacturer narrative:
H2: additional information ¿b5, h6: medical device problem code¿. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and product number. The image also revealed the distal tip of the needle had been bent from intended position. The anchors and suture are still attached to the needle. A visual inspection revealed the distal tip of the needle was bent and then broken off at the weld joint both anchors and suture were still attached. There was a relationship found between the device and the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.